Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A visual inspection revealed the device was returned without the t1 and t2 anchors. The device was set in the t2 pre-deployment position indicating the device had been actuated once and was ready to deploy the second anchor. The device has debris on distal tip of needle. A functional evaluation confirmed the device was set in the t2 pre-deployment position as the first actuation reset the deployment needle to the t1 pre-deployment position. The device functioned as expected without ability to deploy anchors. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery after the fast fix t1 was deployed the t2 deployed prematurely. No significant delay or other complications were reported. Smith and nephew back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.